Event description:
Olympus was informed that a pt with an infection with a "drug resistant organism" had undergone an endoscopic retrograde cholangiopancreatography (ercp) procedure on (B)(6) 2014. It was reported that the pt who had the ercp on (B)(6) 2014, was not doing well. The user facility decommissioned all their duodenovideoscopes as a precaution when six other patients were confirmed to be infected. The user facility isolated all their duodenovideoscopes for laboratory testing, as part of their internal investigation. Olympus was later informed that one of the seven patients expired. The cause of death is unk. Olympus has been in ongoing communication with the user facility via telephone and in writing to obtain more detailed info regarding the reported events.

Manufacturer narrative:
This supplemental report is being submitted as additional information was received from the user facility and news media. Olympus was informed by the infection preventionist personnel at the user facility that two of the seven patients expired, but no further details were divulged at this time. The cause of death is unknown. Seven patients were said to have been examined with these two scopes model tjf-q80v with serial numbers: (B)(4), and these two scopes were removed from service. The two scopes will be re-cultured per la county's request. All duodenovideoscopes at the user facility tested negative for any microorganisms during the first round of testing and those have returned to in-service status at the user facility. The user facility notified olympus, that 179 patients who underwent ercp procedures between (B)(6) 2014 to present, have been provided screening kits. According to the facility they are performing high level disinfectant (hld) per olympus recommended steps and eto sterilization off-site. If additional information is available at a later date, this report will be supplemented accordingly.

Manufacturer narrative:
If add'l info is available at a later time, this report will be supplemental accordingly.

Manufacturer narrative:
Olympus received a clinical article titled "risk factors associated with the transmission of carbapenem-resistant enterobacteriaceae via contaminated duodenoscopes." The article reported that a retrospective single-center case control study was performed in which all patients who underwent an ercp with either one or two duodenoscopes were evaluated. The clinical article reports that between october 3, 2014, and january 26, 2015, a total of 125 procedures were performed on 115 patients and a total of 15 patients became actively infected or colonized with (cre). The authors report of the fifteen reported patient infections, eight were actively infected and seven were colonized with cre. The patients were medically treated with antibiotics. On april 28, 2016 olympus received a voluntary medwatch report ((B)(4)), which reported eight patients were infected. This eighth patient is an additional infection that reportedly occurred during the referenced case study. Additionally, on may 16, 2016 olympus received an additional medwatch ((B)(4)), which reported there were 8/33 cre patients identified during the outbreak that involved two duodenvideoscopes that were used on two inpatients between the dates in question. Originally on january 28, 2015 olympus was informed that there were seven patients that developed infections after undergoing an ercp. These were reported as mdrs previously. Olympus is actively investigating the additional information regarding the number of patients reportedly infected as previously the facility has reported 15 patient infections. Based on the new information received, olympus has submitted eight initial mdrs to account for the eighth patient infection and seven patients reportedly colonized with cre (defined in the article as asymptomatic with positive cre culture). This accounts for the article's total of 15 patients. This is report 1 of 15.

Manufacturer narrative:
This supplemental report is being submitted to cross reference associated MFR. Report numbers and provide additional information. On (B)(6) 2016 olympus received medwatch forms ((B)(4)) which reported that two patients underwent endoscopic retrograde cholangiopancreatography (ercp) procedures using duodenvideoscope (tjf-q180v/sn. (B)(4)) and allegedly developed carbapenem-resistant klebsiella (crk). It was reported that one of the patients had expired. On (B)(6) 2016 olympus received medwatch forms ((B)(4)) which reported that six patients underwent endoscopic retrograde cholangiopancreatography (ercp) procedures using duodenvideoscope (tjf-q180v/sn. (B)(4)) and allegedly developed carbapenem-resistant klebsiela pneumonia. The reporting facility indicates that they are supplementing a report to provide additional information for the six patients; however, we can't determine, based on previous information, whether or not we submitted these reports; therefore, olympus has submitted these as initial reports. In the same eight medwatch reports the user facility reported that after an epidemiologic and microbiologic investigation conducted by the user facility on all of the cre patients; the user facility reported a cluster of patients were identified with klebsiela pneumonia. The user facility reported that all eight of the patients had undergone ercp procedures with a duodenvideoscope approximately within a three month period. These were reported as mdrs previously. Based on the information received, olympus submitted eight initial mdrs to account for the reported events. Please cross reference MFR. Report numbers: 2951238-2016-00501, 2951238-2016-00502, 2951238-2016-00503, 2951238-2016-00504, 2951238-2016-00505, 2951238-2016-00506, 2951238-2016-00514 and 2951238 - 2016 - 00515 please also cross reference remaining MFR. Report numbers: 2951238-2015-00064, 2951238-2015-00065, 2951238-2015-00066, 2951238-2015-00067, 2951238-2015-00068, 2951238-2015-00069, 2951238-2015-00070, 2951238 - 2016 - 00431, 2951238-2016-00434, 2951238-2016-00436, 2951238-2016-00437, 2951238 - 2016 - 00439, 2951238-2016-00440, 2951238-2016-00441 and 2951238-2016-00443.

Manufacturer narrative:
The device has not been returned to olympus for eval. An olympus endoscopy support specialist (ess) visited the site to assess the reprocessing practices at the user facility and provided training and education to the user facility staff. The ess noted reprocessing inconsistencies during the site visit. The cause of the pt death is unk at this time. If add'l info becomes available at a later time, this report will be supplemented. Cross ref MFR reports: 2951238-2015-00065, 00066, 00067, 00068, 00069 and 00070.